Event description:
The customer reported, the system is displaying iris potentiometer errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tested pcb boards. (B) (4).